Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy in thoracic surgery, while detaching lung tissue, the staples were loaded and unloaded normally, and the operation was otherwise unremarkable, but the handle could not be squeezed to fire the device. The surgeon was able to press the green button, but firing was not possible. The issue was resolved by replacing the handle with another of the same model,after which the same reload could be fired and the procedure was completed. No patient complications have been reported as a result of this event.